Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving compound baclofen 500mcg for a total dose of 120mcg via an implantable pump for intractable spasticity and multiple sclerosis. It was reported patient experienced more spasticity. It was noted that patient fell and that may have led, caused, or contributed to the event. A dye study was performed and the catheter was replaced with a 8598a. It was noted that the issues was resolved at time of report and patient's status at time of report was "alive-no injury." It was noted the catheter will not be return as customer discarded it. It was noted surgical intervention did occur as the spinal segment was not in the intrathecal space. Event date was noted as (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jun-05 reported the patient had a catheter revision done on (B)(6) 2017 because there was an issue with their catheter. No further complications were reported/anticipated.